Event description:
It was reported that an altitude alarm occurred. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Also, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 585 mg/dl. Elevated bg was address by correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.